Event description:
The customer reported that they experienced cardiac troponin (accutni) calibration failures on their access 2 immunoassay system. Beckman coulter inc. Assessment of customer supplied instrument assay performance data indicated that all three calibration curves for previously performed calibrations failed due to bad fits with several elevated percent coefficient of variation (%cvs). A system check performed prior to the event met customer established specifications, but a system check performed after the event failed to meet specifications due to elevated washed means and %cvs. The beckman coulter inc. Customer technical service representative advised the customer to inspect the aspirate probes. The customer discovered that one of the aspirate probes was not seated correctly on the wash arm and therefore was not correctly aspirating from the reaction vessels. The customer reseated the probe and repeated a system check which then generated acceptable results. Repeat calibrations also generated acceptable results beckman coulter inc. Assessment of customer supplied instrument assay performance data indicated that all calibration curves for the calibrations performed post-troubleshooting met customer specifications. The customer provided patient results with initial and repeat results which demonstrated that no erroneous results had been generated in association with this event. Hence, there was no death, serious injury or modification to patient treatment associated or attributed to this event. Specific patient information and sample handling/collection information was not provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event. Service was not dispatched for this event as the calibration failures were resolved via beckman coulter inc. Guided troubleshooting. The incorrectly seated aspirate probe was the cause of the failing accutni calibrations and system checks.